Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced abdominal pain upper ("stomach pains"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper and medical device removal with essure. The reporter commented: reason for removal of essure: the patient requests removal due to stomach pains that started a couple of years after insertion. Batch information: not available. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced abdominal pain upper ("stomach pains"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper and medical device removal with essure. The reporter commented: reason for removal of essure: the patient requests removal due to stomach pains that started a couple of years after insertion. Batch information: not available. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-jan-2022: quality safety evaluation of ptc: sample. We received a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced abdominal pain upper ("stomach pains"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper and medical device removal with essure. The reporter commented: reason for removal of essure: the patient requests removal due to stomach pains that started a couple of years after insertion. Batch information: not available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.